Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scarring. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone12.8 cgm sensor type: g6.

Event description:
A patient reports while wearing a pod their bags strap had caught onto the pod causing pain as well as a scar and cellulitis at the pod infusion site (arm).